Event description:
It was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the suite pc software failed to start properly, remaining stuck on the logo screen. The fse conducted a software test and determined that the suite pc was defective and needed a replacement. To resolve the issue, the fse replaced the suite pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.